Event description:
Unomedical reference number (B)(4). Event occurred in the spain it was reported that the patient went to emergency room with symptoms of dka with high bg of 300-400 mg/dl and positive ketones. The sensor's zone was changed and corrective bolus was administered with insulin pen. No further information available.